Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it is possible the placement of the device or tissue interference caused the difficulty opening the foot and contributed to the failure to cycle; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an interventional endovascular procedure using a 7f sheath. Reportedly, a little resistance was noted while lifting the lever to deploy the footplate. The lever was then lowered with some resistance and was then re-lifted to deploy the footplate, however when the prostyle was deployed, a cuff miss [suture retrieval issue] occurred. The angle of the device was unclear. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.